Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The customer did not provide the lot number of the device, nor the lancets. Return of the suspect device was requested for evaluation.